Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. On one of the pieces, insulation abrasions were noted at 1.5cm to 1.7cm and at 1.8cm to 1.9cm. The abrasions were consistent with constant friction to another implantable device.